Manufacturer narrative:
Additional patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that distal tip detachment occurred and remained inside the patient. The vascular access was through the left hepatic duct. A 0.038 j accustick ii was selected for use in a percutaneous transhepatic cholangiography (ptc) with placement of left internal/external biliary drain. Upon access into the biliary tree and during manipulation of the wire, it was discovered that the wire had kinked. Consequently, the distal tip sheared off during continued manipulation. The tip remained in the biliary system and was not retrieved.